Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument broke and the cartridge disengaged. The hospital has reported no patient injury occurred.